Manufacturer narrative:
The leadcare ii blood lead analyzer and adapter was returned to magellan for evaluation. During investigational testing, the returned unit was unable to power on and the returned adapter was able to power on multiple in-house units, therefore the failure is attributed to the analyzer. Because the customer indicated a burning smell and the result was total power loss, this is being reported because it has the potential for thermal injury. No report of injuries or erroneous results from the user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report a burning electrical smell coming from their leadcare ii blood lead analyzer when plugged into the a/c adapter.